Event description:
It was reported that the right atrial lead exhibited noise which triggered auto mode switches events.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.